Manufacturer narrative:
Device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Event description:
It was reported that the bd insyte¿ IV catheter experienced leakage at the catheter and hub junction during use. The following information was provided by the initial reporter: this is a report about leakage from the catheter hub. When connecting the ext. Tubing to the catheter hub, blood leakage occurred.

Event description:
It was reported that the bd insyte¿ IV catheter experienced leakage at the catheter and hub junction during use. The following information was provided by the initial reporter: this is a report about leakage from the catheter hub. When connecting the ext. Tubing to the catheter hub, blood leakage occurred.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.